Event description:
It was reported that during an unspecified veterinary orthopedic surgery on a canine, it was observed that the on and off switch was loose and not working on the small battery drive device. There was a five minute delay to the surgical procedure as an identical spare device was available for use. The spare device was used to successfully complete the surgical procedure. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to a worn switch assembly due to normal wearout. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate